Event description:
During a coronary artery byass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.